Event description:
It was reported and learned through medical records that a patient with a 23mm 3300tfx aortic valve underwent a valve-in-valve procedure after an implant duration of 8 years, 9 months due to thickened and restricted leaflet motion with stenosis. Patient presented with heart failure. The patient underwent tavr and expired on pod#10. Per medical records, patient was under evaluation for tavr but began having worsening heart failure symptoms, aki, and shock liver. The patient condition worsened and was admitted for cardiogenic shock secondary to cardiomyopathy. Echo demonstrated aortic valve with thickened leaflets with reduced mobility. Patient underwent urgent tavr due to worsening cardiogenic shock and shock liver. This is a 61-year-old male patient.

Manufacturer narrative:
H11: additional manufacturer narrative: updated sections: b7, g3, g6, h2, h6 (type of investigation) corrected sections: b5, h6 (component code, impact code, clinical code, device code, investigation findings and investigation conclusions). Leaflet thickening may be attributed to structural valve deterioration (svd), non-structural valve dysfunction (nsvd), thrombosis, endocarditis, or any combination of these factors. Leaflet thickened is typically related to patient and/or procedural factors and is not typically an indication of a device malfunction related to a manufacturing deficiency. There is no evidence to suggest a manufacturing defect caused or contributed to the reported event. Based on the information available the most likely cause is patient factors, including chronic kidney disease (ckd), and diabetes mellitus (dm). ). The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
H11: additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a patient with a 23mm 3300tfx aortic valve is under consideration for a valve-in-valve procedure after an implant duration of 8 years, 9 months due to unknown reasons.